Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during testing. The battery was sent out to the vendor for further evaluation. No anomalies were found that would cause the battery to deplete. The cause for the premature battery depletion could not conclusively be determined.

Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.